Manufacturer narrative:
Evaluation summary: the explanted lens was returned inside a small plastic bag. Solution was dried on the lens. One haptic was broken in the distal area. The broken haptic was returned. The optic was cut into two large portions. One optic portion had an additional pie-shaped wedge cut and still attached. The optic had multiple very light scratches and two longer scratch/scrape marks. This optic damage was observed across the central optic rings. Product history records were reviewed and documentation indicated the product met release criteria. There were no deviations associated with this lot number. Associated products were not indicated. The root cause cannot be determined for the reported event. The lens was returned in pieces with additional damaged to the central ring area. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported "objects looked thicker (aniseikonia)." Iol was replaced ten days after the initial implantation with a single focal iol. Additional information has been requested.